Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was locking by itself and the word lock appeared on the screen. She experienced low blood glucose levels in (B)(6). Her blood glucose level was 69 mg/dl. The light on the insulin pump was really dim and not as bright. Her insulin pump also froze. The product was not returned. Nothing further to report.